Event description:
It was reported that a patient underwent an unknown spinal procedure. After the "instrumentation was done, the surgeon was removing the broken off components of the set screws and the driver tip broke." All broken pieces were removed. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of a shear lip on the interior side of the tab. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.